Event description:
Unomedical reference number (B)(4) event occurred in (B)(6). The patient reported that on (B)(6) 2020, the infusion set's tubing came apart on the quick release. The site location was the patient's left buttock and the pump was located on the center of the stomach. It was unsure about the length of time the infusion was used. The infusion had been used for two days and they were stored on room temperature in the drawer. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.